Event description:
Customer reported a high blood glucose level of 535 mg/dl, suspected cause unknown. Customer performed a correction injection using multiple daily injections (mdi) as well as performed a supply change. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.